Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the inside of the sub water supply nozzle was clogged with foreign matter. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional/corrected information provided by the customer: the issue was found during the diagnostic procedure (gastroscopy), and the procedure was completed with a similar device. B3/date of event: 13 october 2022.

Manufacturer narrative:
The device was returned and evaluated, and it was found that the auxiliary water channel may have been clogged by foreign material. The angle was also found to be insufficient; the bending section cover¿s glue was worn, and the switch button box was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii gastrointestinal videoscope, there was an aspiration problem and an angulation malfunction. There was no procedural involvement or patient harm associated with the event. The device was returned and evaluated, and it was found that the auxiliary water channel may have been clogged by foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide correction based on the completed device evaluation. Event description: the customer reported to olympus that while using the evis exera iii gastrointestinal videoscope, there was an aspiration problem and an angulation malfunction. There was no procedural involvement or patient harm associated with the event. The device was returned and evaluated, and it was found that the air water channel and auxiliary water channel port of connector was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. The device was returned and evaluated, and the customer¿s allegation was confirmed; it was found that the air water channel and auxiliary water channel port of connector was clogged with foreign material; the clogging material was not able to be removed from the channel, making visual identification of the material more difficult. Regarding the auxiliary water channel port of connector, it was clogged by transparent plastic residues. Additionally, the bending section cover glue was worn out and discolored, the plastic distal end cover glue and light guide lens glue was worn out, the knob had evident play and less angulation, and the key top number 1 (one) was exchanged for preventative maintenance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii gastrointestinal videoscope, there was an aspiration problem and an angulation malfunction. There was no procedural involvement or patient harm associated with the event. The device was returned and evaluated, and it was found that the air water channel and auxiliary water channel port of connector was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.